Manufacturer narrative:
Unit was received with critical pump error (open book image) due to corroded electronic assemblies. Unable to verify failed battery test due to critical pump error. Unit was received with corroded motor home switch. Unit was received with minor scratches on case, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error while trying to change the battery. The blood glucose reading was unknown at the time of the incident. The customer stated that they went swimming and took a shower while wearing the insulin pump. It was also stated that water came out of the battery compartment. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will be returning for analysis.